Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer delivered a bolus to address the occlusion alarms and resumed insulin. Customer reported their blood glucose level was within target range.